Event description:
Customer was not using the device at the time of call, but was using the device previously. It was stated that the pump could not be prime. Customer refused to troubleshoot the unit.